Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -3.0/1.5/011 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2024. Low vault was observed. Lens remains implanted. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming.